Event description:
During a lavh procedure, uterine artery bleeding was observed. Surgeon used sutures to effect a seal. Patient hospitalization was prolonged- no patient harm reported. Device was discarded by the hospital.